Event description:
It was reported that the patient presented for implant of the pulse generator. During the procedure, the physician attempted to reposition the lead. However, the set screw came loose, and it was necessary to open a new generator to complete the procedure. There were no patient consequences.